Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and sepramesh ip on (B)(6) 2008 and/or (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and sepramesh ip on (B)(6) 2008 and/or (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 ¿ patient was diagnosed with incarcerated ventral hernia and adhesions thereby underwent laparoscopic repair with implant of composix kugel mesh (device #1). Per operative notes, ¿the hernia sac was inverted and composix kugel mesh (device #1) was placed and tacked.¿ (B)(6) 2009 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with removal of composix kugel mesh (device #1) and implant of sepramesh (device #2). Per operative notes, ¿the adhesions and the composix kugel mesh (device #1) were removed. The hernia defect was identified and repaired with sepramesh (device #2) and sutured.¿